Manufacturer narrative:
The atp console was returned to the manufacturer for analysis. The unit was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. The system control board was returned to the manufacturer for analysis. The board was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
Patient information not provided due to (B)(6) patient privacy regulations. A medtronic representative went to the site to test the equipment. It was reported that the paxscan cp2, atp console and system control board were replaced to resolve the reported issue. The imaging system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation. Supplemental aro information is as follows: location of aro: (B)(6). Number of persons exposed: 1. Number of persons inadvertently effected: 0.

Event description:
A manufacturer representative reported that, while in a spinal fusion, the imaging system would not complete x-rays when prompted by the user. It was noted that the x-ray would emit for a moment and then stop. Restarting the imaging system did not restore functionality. The site opted to discontinue with the procedure and rescheduled it for a later date. There was no reported impact on patient outcome. No additional information was provided.

Manufacturer narrative:
The paxscan cp2 was returned to the manufacturer for analysis. The unit was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.